Event description:
The customer reported the screen is erratic; tried to calibrate the screen but the calibration screen was jumping around; could not calibrate the screen. The customer reported there was no patient involvement.